Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted on (B)(6), 2007.according to the complainant, post-procedure, the patient experienced pain and disability.all other information is unknown and unavailable.